Manufacturer narrative:
Results of product analysis show white particles were observed on the inner and outer surfaces of the implant. Brown particles were observed in the fill channel. Creases were observed on the outer surface of the implant. The analysis identified no openings in the implant shell. Valve functioning was satisfactory. Review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances during manufacturing process. All saline breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. According to the information gathered during the DHR review, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications. The labeling addresses deflation and lymphoma as follows: breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. Published studies indicate that breast cancer is no more common in women with implants than those without implants. A large, long-term follow-up found no significant increases in the risk rates for a wide variety of cancers, including stomach cancer, leukemia, and lymphoma.

Event description:
Healthcare professional reported a left side deflation. Patient reported hodgkin's lymphoma stage ii that was detected in their lymph nodes and chest.